Event description:
This follow-up report is being submitted to relay additional information. Multiple attempts were made to obtain more information regarding the retention of a foreign body in the patient's bone, but conflicting responses were received. Therefore, zimmer biomet cannot determine if a foreign body was retained in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint could not be verified as no product was returned and no functional tests or inspections could be performed. The DHR of this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For the part #91-6105 and the previous year (from the notification date), there is a complaint rate of 0.06% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product ¿ zimmer biomet 1.5mm system high torque (ht), sd, x-dr, screw catalog #: 91-6104 lot #: ni. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00351.

Event description:
It was reported that during a craniotomy, the screws fractured during final tightening and remain in the patient's bone. No additional patient consequences were reported.